Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 20 mm from its tip. The probe was sparked. The broken surface of the probe was confirmed. There was a crack spreading from the place where spark discharge occurred. There was a mark to indicate that spark discharge was generated in the non-insulated area of the grasping section. However, no scratches were observed. The rear end of the tissue pad was worn out. The coating of the grasping section was partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
During an unspecified procedure, two devices were used. Poor effect of the seal function and excessively frequent short circuit message were reported. There was no patient injury reported. Two devices were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the probe of one of two devices was broken off. Omsc tried to get additional information about probe breakage, but no information was provided. Therefore, omsc judged that the probe was broken off during the procedure on (B)(6) 2020. This is the report regarding the breakage of the probe.